Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the aortic valvuloplasty balloon burst during predilation. There was difficulty retrieving the balloon through the sheath, so the sheath and balloon aortic valvuloplasty catheter had to be removed together as a unit through the surgical cutdown, which had been performed at the start of the procedure. No pieces of the balloon remained in the patient following the balloons retrieval. No difficulties were encountered during device preparation. The patient was noted to be in stable condition following the procedure.

Manufacturer narrative:
The device was returned to edwards for evaluation in a used condition. Upon visual inspection, a longitudinal tear down the length of the balloon translating into a radial tear near the proximal end of the balloon was observed. The balloon was separated into two pieces but was still attached to the guidewire lumen with no missing pieces observed. The guidewire lumen was severely stretched, likely due to high forces experienced during the retrieval of the balloon. No visual abnormalities were identified along the length of the tear under magnification. A dimensional analysis revealed that all of the device¿s dimensions met manufacturing specifications. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. The complaint was confirmed, but no manufacturing non-conformities could be found in the returned sample. Similar previous complaints suggest that patient factors (patient annular calcification) may have contributed to the event. In regards to the stretched guidewire lumen/separated balloon, it is possible for the inner guidewire lumen to stretch and the balloon to tear into two or more pieces and translate into a radial tear if excessive force is used during system retrieval.

Manufacturer narrative:
The investigation is ongoing.